Manufacturer narrative:
Samples were taking of the fluid for further analysis. This report will be updated when the eval is completed.

Event description:
It was reported that while the device was at the MFR for repair, the saw was leaking. There was no pt involvement or adverse consequences.